Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat the left superficial femoral artery. The 6.0x150mm supera self-expanding stent through a 6f sheath, did not deploy properly. The supera stent was implanted in the left sfa completing the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequently after the initial report had already been filed, it was reported that the nose cone remained inside the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy contributed to preventing the shaft lumens from moving freely; thus, resulting in the reported difficult or delayed activation; however, this cannot be confirmed. Manipulation of the compromised device during removal through the anatomy possibly contributed to the reported material separation of the tip, ultimately resulting in the foreign body in the patient. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: correction: adverse event added. B2 correction: other serious added. H6 correction: health effect - clinical code 4582 and health effect - impact code 2199 were. Both removed. Health effect - clinical code 2687 and health effect - impact code 4614 were. Added. Medical device problem code 1562 tip was added.